Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01b, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent vertebroplasty at l3. Intra-op, cement extravasation occurred at infer ior disc space. Extrusion of cement was not more than 15mm; and this event was not determined to be clinically significant. According to the investigator, the event was determined to be related to the procedure; and not related to any of the implanted devices. The outcome of the event was not reported.